Event description:
Vent shut down on its own and started back up. On 12-5 vent alarmed then screen went blank, hit reset and alarm stopped vent came back on. It also happened again on 12-8. No allegations of vent causing patient harm, reset message displayed. Used with humidifier at time. Vent was on ac power.